Event description:
During product evaluation by a baxter service technician, a colleague infusion pump over-delivered while delivery accuracy testing was being performed on the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump which over-delivered was found and confirmed by a baxter service technician. This condition was caused by the pumphead module being out of calibration. The pumphead module was calibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.